Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 379 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, bolus anomaly, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Pump was monitored and tested with no low battery alert noted. The insulin pump passed the displacement accuracy test. The drive support cap was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.